Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: removal of stent delivery system (sds). Device issue: failure to deflate. It was reported that, the target lesion was the distal circumflex, no tortuosity with mild calcification. After the placement of pixel, an attempt was to deflate the balloon, but it would not deflate; therefore, the sds was not able to be removed. The pt, who had the sds in his body, was transferred to another hospital. At the second hospital, the balloon was removed successfully by inflating, advancing it, and then deflating it. The procedure was completed in the second hospital, after three additional stents were implanted where a dissection had occurred in the proximal to distal circumflex before using the pixel. The pt remained in the hospital for an additional day and their condition is stable. The second physician commented that, this event was brought by inadequate process performed during the procedure. No additional event or pt information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the catheter was returned with blood on the balloon and shaft and in the guidewire lumen. There was thick crystallized contrast in the balloon and inflation lumen. The stent was not returned with the catheter. The distal and middle section of the balloon was loosely folded. The proximal end of the balloon was twisted at the proximal balloon marker for a length of 4 mm. There were crimp marks on the balloon. There were bends in the hypotube 5.5 cm, 44 cm, 64.5 cm, and 82.5 cm. No other damage to the catheter was noted. Using a new indeflator filled with renografin 60 diluted 1:1 with water; the balloon was inflated and deflated. The deflation times met manufacturing criteria. Product performance engineering reviewed the incident information and analysis of the returned device. It was reported that after the pixel stent was implanted, the balloon would not deflate. Results from quality assurance technicians visual inspection noted thick, crystallized contrast in the balloon and inflation lumen. The balloon appeared to be loosely folded with exception of the proximal section of the balloon, which appeared to be severely twisted. Crimp marks were visible on the balloon. Additionally, multiple bends were observed along the proximal shaft (hypotube). The balloon twisting and hypotube damage most likely occurred during the procedure or as part of preparing the device for transit back to abbott for analysis, as this damage was not reported as being observed during the pre-use inspection. Functional testing was performed. The results of the deflation testing were within the product specification. The failure to deflate could not be confirmed. Additionally, it was commented by the second physician, that this event was brought by inadequate process of the first physician. Based on analysis of the device and the case description, there does not appear to be any indications of a product quality problem. The root cause of the difficult deflation experienced in this case may be attributed to physician technique. There does not appear to be any indications of a product quality problem. Product performance engineering will monitor the incident circumstances. All catheters are 100% visually inspected for balloon damage and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify balloon deflation integrity. This MDR is considered closed by the product performance group.